Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Upon setting up for a case, the instrument was found to be stripped on the end.

Manufacturer narrative:
Upon setting up for a case, the instrument was found to be stripped on the end. Examination of the returned instrument confirms the reported thread damage. The root cause is attributed to inadvertent user error via improper impaction. Monitor via (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.